Event description:
The customer reported that the alarm turns off when selecting a different alarm tone. There was no patient injury reported.

Manufacturer narrative:
Alarm turns off when selecting different alarm tones. Evaluation: results: evaluation of the returned product shows that the alarm can be turned off when pressing the tone selector. The battery door is missing.